Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that the cpt tube did not isolate the pbnc. Customer called to ask for help because the cpt tube did not isolate pbnc, specifically they did not get the band.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1175868. D.4. Medical device expiration date: 30-jun-2022. H.4. Device manufacture date: 24-jun-2021. H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for inspection with no issues being identified. Further testing was performed on retention samples: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on the photo provided. Bd was not able to identify a root cause. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that the cpt tube did not isolate the pbnc. Customer called to ask for help because the cpt tube did not isolate pbnc, specifically they did not get the band. Additional information has been added 2/15/2022 poor barrier separation was added to the parent record.

Manufacturer narrative:
Additional information has been received changing the event description of the record. B.5. Event description:it was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that the cpt tube did not isolate the pbnc. Customer called to ask for help because the cpt tube did not isolate pbnc, specifically they did not get the band. Additional information has been added 2/15/2022 poor barrier separation was added to the parent record.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported that the cpt tube did not isolate the pbnc. Customer called to ask for help because the cpt tube did not isolate pbnc, specifically they did not get the band. Additional information has been added 2/15/2022 poor barrier separation was added to the parent record.